Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant check the following morning, atrial lead sensing was erratic and capture threshold had increased. Chest x-ray showed the atrial lead had dropped - dislodged. One suture had been used in the suture sleeve leading to the atrial lead moving freely back and forth. A procedure to replace the atrial lead was performed that day. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.